Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump did not make audible alarms, it only vibrated. The customer's blood glucose reading was unknown. The customer's device was replaced. No further details were provided.